Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system three patient isolates had high mics (false resistant result) for the drug ertapenem. The user noted using an e-test strip for confirmatory testing giving a susceptible result. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report "1119779-2025-05173" was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.